Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for one patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated positive results for sars-cov-2 (negative for influenza a& b). The same sample was retested on tcr ready (a pcr test by manufacturer tosoh) which yielded a sars-cov-2 negative result. A new sample was recollected and tested on the cobas liat which yielded negative results for all the targets. No harm alleged to date. It is unknown if the results were reported. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 mdrs will be filed.

Manufacturer narrative:
No data was provided by the customer. The observed discrepancy could be due to handling, the homogeneity of the sample and/or differences in sample collections and infection level. Facility name truncated due to character limit: (B)(6) hospital.